Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a visceral surgery procedure, broken blade. The broken part was not in the patient. There was no patient consequence.